Event description:
While explanting a pacemaker for depleted battery the proximal end (that connects to the pacemaker) fell apart whereas the pin connector separated from the lead. The pt became asystolic.